Manufacturer narrative:
Findings: unit was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. They had recently traveled by plane and took off the insulin pump to put through the scanner. On the plane, she inserted the battery back and it kind of worked. The customer stated she got an unexpected restart alarm. The insulin pump was currently blank. The customer¿s blood glucose level was 294 mg/dl. They treated with a manual shot. Troubleshooting was performed. There was a crack on the device. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.